Manufacturer narrative:
Manufacturing site evaluation: stock verification: stock was verified. There is no available units of the product code and lot number. (B)(4) units were manufactured and distributed. Received other complaints regarding this product code and lot number in relations to disassembly and the received samples do not meet the specifications of the OEM requirements. Reviewed the batch manufacturing record, this product ha a normal process and the results fulfills the OEM requirements. Received two stitches in open packaging, without needle. The units received were checked visually, showing that these samples were without the needle. Preferably, 5 samples are required in order to make the appropriate analysis. Final conclusion: complaint is justified. Corrective/ preventive actions: there is a corrective action initiated to prevent this kind of incident. Training and retraining production personnel, responsible for the assembly process.

Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered in the u.s. Are. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). Needle is loose and detached.